Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels in the 40 (mg/dl) range. Reportedly, the cause of the low bg levels were unknown. The customer reported it could be due to incorrect carbohydrate counting; however, the customer was unable to verify. The customer drank apple juice to address impacted bg. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.